Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a conductor fracture and rising pacing impedance measurements, however nothing was out of range. All other measurements involving the lead were normal and no noise was noted. Surgical intervention was performed to abandon this lead and remove it from service. No additional adverse patient effects were reported.